Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2012, the atrial lead exhibited a capture anomaly. The device was reprogrammed. No patient symptoms were reported. No additional information was available.